Event description:
Two incidents, within the last 3 months where the safety cap came off of the needle leaving it exposed causing a safety hazard to the staff. It is still at random a problem. An employee was stuck in the last month from a defective kit.